Event description:
It was reported that the right ventricular (rv) lead dislodged from the implant position. The physician repositioned the lead, but experienced difficulty retracting the helix. After the lead was fixated, high impedance was observed on the rv lead. Another implant location was attempted, but the impedance did not improve. Additionally, the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.